Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -10.50 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on the same day due to foreign body adhesion. The lens was exchanged for a lens of the same model and size and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in centrifuge tube with cap. Visual inspection found the lens haptic torn/broken/bent/deformed and lens having foreign material on lens surface (clear, wedge shaped, wrinkled). Work order search: no similar complaints were reported for units within the same lot. Particulate was isolated and analyzed. One possible sources is transference of particulates from depyrogenation of tools. The observed rate of defect is less than the fmea prediction indicating that the current risk mitigation and control activities are adequate to minimize risk. No additional actions are required at this time; we continue monitoring. (B)(4).